Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced blood glucose (bg) levels ranging from 180 mg/dl to 200 mg/dl on intermittent occasions. The customer alleged bg levels were due to air bubbles in the cartridge that could have compromise the efficacy of the insulin being delivered. Reportedly, the customer was able to change pump supplies and resumed insulin via the pump.